Event description:
It was reported that device fracture occurred. The patient presented for a percutaneous coronary intervention. The target lesion was located in the distal right coronary artery. The 38 x 2.75 mm promus premier drug eluting stent was advanced together with a guidezilla guide extension catheter; however, the stent could not be successfully delivered to the target lesion. Further attempts were made by advancing the system deeper, but the stent subsequently fractured at the proximal segment. The procedure was completed with plain old balloon angioplasty only. There were no patient complications reported, and the patient remained stable during the procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).